Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the latch tabs were broken off of the power cord bay door. (B)(4).

Event description:
It was reported that the port on the programmer where the radiofrequency (rf) head connects was loose and needs to be held in place. The programmer was returned for repair. No patient complications have been reported as a result of this event.